Event description:
In 2008, the pt reported that while attempting to remove a full insulin cartridge from her infusion device, the plunger became stuck to the piston rod and approx 150 units of insulin spilled into the cartridge compartment. She was educated on the proper technique for removing the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.